Event description:
The following day after a sleeve gastrectomy procedure using the titan sgs stapler, the patient had severe nausea and vomiting. After attempts to manage patient's symptoms, it was noted that the patient had a high heart rate compared to normal. It was then noted via CT scan that a large clot had appeared in the patient's abdomen. In the evening, it was decided that the team should re-operate. On observation of the abdomen, a large clot was noticed near the resected staple line of the stomach. After isolating, there was a small continuous bleed, the staple line was oversewn, and a hemostatic agent was applied. No additional patient consequences were reported.